Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they have to press the act button really hard to have it respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional tests could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.